Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that he had allegedly received burns on the back of both calves while using a heating pad. The consumer stated that he had fallen asleep when the incident occurred. The consumer stated that he received medical treatment on the following day. The instructions for proper use clearly state, "do not use while sleeping", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.